Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump misalignment could not be confirmed. Analysis of the submitted log files confirmed low flow alarms. The account reported that the alarms were related to the pump misalignment and worsened by dehydration. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dehydration could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023. A low flow hazard alarm was captured which was associated with an elevated pulsatility index (pi) value greater than 10. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, also lists hypovolemia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had consistent low flow alarms related to pump malignment and worsened by dehydration. The patient was scheduled for repeat imaging of the outflow graft.

Manufacturer narrative:
A4- patient weight was requested, information not yet provided. Known malposition of the inflow with pump exchange was previously reported under MFR # 2916596-2018-05474. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.